Manufacturer narrative:
Reference e-complaint-(B)(4). Investigation: x-initiated manufacturer's investigation, x-no sample returned, and x-review DHR. Analysis and findings: the reported result in the event could not be confirmed as the actual sample was not returned for investigative analysis. However, if in the future the sample made available, the investigation may be reopened and addressed as needed. A review of the product two-year history was performed, and no trending was noted for the reported event defect. It should be noted that the zui 2.0 uterine injector device is functionally verified and tested 100% during assembly at bates ind. Which is an OEM for csi in supplying this product fully assembled. Although the root cause of the device having been broken as reported is indeterminable, obvious end user error in not verifying all devices used were intact and properly accounted for at the completion of the procedure was not practiced in this event. A review of the work order DHR and assembly process did not find any abnormalities. Correction and/or corrective action: corrective action is not applicable due to the absence of the actual affected device for investigative analysis as it was not returned to determine a possible root cause. This complaint will be monitored for trending in that no injury was reported to end user or patient. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
" Mw (B)(4) patient had discomfort for almost a year. Went to her obgyn for annual exam at which time he pulled a piece of the uterine injector from her vagina." Ref e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed. (B)(4).

Event description:
" (Mw (B)(4)) patient had discomfort for almost a year. Went to her obgyn for annual exam at which time he pulled a piece of the uterine injector from her vagina. " (B)(4).